Manufacturer narrative:
Omit: a141204 - pumping stopped (1503), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: adverse type, short description, describe event or problem, initial reporter addr 1, initial reporter city, type of reportable events. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the module turned off while the patient was receiving levophed and vasopressin. It was noted that this is the second incident with the pcu. The patient was brought in to the hospital due to the toxic effects of organophosphate and carbamate insecticides, as the patient was trying to commit suicide. One of the nurses noticed that the pump module to the left of pcu was off, so a new pump module was brought in to continue where the previous pump left off. It was then reported that the physician said the patient's outcome would not have mattered if the pump was working or not because the patient was critically declining. The hospital's clinical engineer technician expressed concerns regarding the pump module in question because when preventive maintenance was performed on the device, it did not have the same issue that occurred during the event. There was patient involvement. It was then reported that at the time of the event, the patient was dying due to the amount of ingested poison. As for the patient's outcome, patient is deceased. According to the customer, the patient¿s outcome ¿did not involve the pump.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the module turned off while the patient was receiving levophed and vasopressin. It was noted that this is the second incident with the pcu. The patient was brought in to the hospital due to the toxic effects of organophosphate and carbamate insecticides, as the patient was trying to commit suicide. One of the nurses noticed that the pump module to the left of pcu was off, so a new pump module was brought in to continue where the previous pump left off. It was then reported that the physician said the patient's outcome would not have mattered if the pump was working or not because the patient was critically declining. The hospital's clinical engineer technician expressed concerns regarding the pump module in question because when preventive maintenance was performed on the device, it did not have the same issue that occurred during the event. There was patient involvement. It was then reported that at the time of the event, the patient was dying due to the amount of ingested poison. As for the patient's outcome, patient is deceased. According to the customer, the patient¿s outcome ¿did not involve the pump.¿

Event description:
It was reported that the module turned off while the patient was receiving levophed and vasopressin. It was noted that this is the second incident with the pcu. The patient was brought in to the hospital due to the toxic effects of organophosphate and carbamate insecticides, as the patient was trying to commit suicide. One of the nurses noticed that the pump module to the left of pcu was off, so a new pump module was brought in to continue where the previous pump left off. It was then reported that the physician said the patient's outcome would not have mattered if the pump was working or not because the patient was critically declining. The hospital's clinical engineer technician expressed concerns regarding the pump module in question because when preventive maintenance was performed on the device, it did not have the same issue that occurred during the event. There was patient involvement. It was then reported that at the time of the event, the patient was dying due to the amount of ingested poison. As for the patient's outcome, patient is deceased. According to the customer, the patient¿s outcome ¿did not involve the pump.¿

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the module turned off while the patient was receiving levophed and vasopressin. It was noted that this is the second incident with the pcu. The patient was brought in to the hospital due to the toxic effects of organophosphate and carbamate insecticides, as the patient was trying to commit suicide. One of the nurses noticed that the pump module to the left of pcu was off, so a new pump module was brought in to continue where the previous pump left off. It was then reported that the physician said the patient's outcome would not have mattered if the pump was working or not because the patient was critically declining. The hospital's clinical engineer technician expressed concerns regarding the pump module in question because when preventive maintenance was performed on the device, it did not have the same issue that occurred during the event. There was patient involvement. It was then reported that at the time of the event, the patient was dying due to the amount of ingested poison. As for the patient's outcome, patient is deceased.